Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-30, arthroscopic energy 30° probe, 8.5 cm was being used on (B)(6) 2026 during an acl reconstruction and ¿when they were using the edge, the final part of the electrode comes of the probe staying inside the ankle joint. They have to remove it manually.¿ there was no report of impact or injury to the patient or user. The procedure was completed with an alternate same device and there was a 15-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the aes-30, arthroscopic energy 30° probe, 8.5 cm was being used on (B)(6) 2026 during an acl reconstruction and ¿when they were using the edge, the final part of the electrode comes of the probe staying inside the ankle joint. They have to remove it manually.¿ there was no report of impact or injury to the patient or user. The procedure was completed with an alternate same device and there was a 15-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event right tip detaching from the wand is confirmed. The device is not being returned; however, photographic evidence has been provided. The root cause cannot be determined, however, based upon the photo, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 55 reports, regarding 57 devices, for this device family and failure mode. During this same time frame 237,724 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. We will continue to monitor per regulatory requirements to help ensure patient safety.